Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the issue was related to the disk bay issue. The system logfile was checked and onsite troubleshooting by the philips field service engineer (fse) confirmed the malfunction of the flexvision pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified hdd bay slot 1 defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc, x-ray and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1152-2024, that has planned to implement on this system. Following the replacement of the flexviewing pc 4fg, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.